Event description:
It was reported to philips that a communication error occurred in the x-ray generator due to a defective control circuit board on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the control circuit board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).